Event description:
The customer reported after six days of use the pilot balloon was damaged and air leaked from the patient's tracheostomy tube. A non-routine replacement of the tube was required.

Manufacturer narrative:
Return of the tracheostomy tube for failure, investigation was requested.